Event description:
It was reported that during an iliac stenting procedure, stent deployment difficulties were encountered. The lesion being treated was located in the external iliac artery. Access was obtained into the right groin. The sentinol stent delivery system was advanced without any difficulty to the lesion and the stent was deployed. The physician then post-dilated with a 6x4 ultra thin diamond balloon, and post-angio looked good. The physician then removed the guide wire, and attempted to insert a closing device into the sheath when he encountered resistance. He removed the sheath, and found the deployed sentinol stent within the sheath. The procedure was completed with an express ld stent, and no further patient complications were reported. Patient status was reported as 'fine'. It was further reported that the facility is unclear as to whether the stent was deployed at the target lesion and explanted or if it deployed in the sheath.

Manufacturer narrative:
.